Event description:
It was reported that the patient was on the table for a change out due to elective replacement indicator (eri) and the rate was at vvi 65. The implantable pulse generator (ipg) had triggered false eri as it was able to be reprogrammed and the mode and rate was changed. The device was reinterrogated and showed many years of longevity left on the device. The device was not changed out, but was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2015 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).